Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 356 mg/dl and 121 mg/dl back to back within 10 minutes on the aviva system. Reporter states she had smoked prior to testing and had not washed her hands. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.